Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue/malfunction. No further details regarding the lead malfunction were provided. It was noted the hospital keeps all explanted products, so it was unknown if the lead would be returned. No additional adverse patient effects were reported.